Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump stopped infusing "spontaneously" during the night resulting in under-infusion of medication to palliative patient. Per reporter, the pump was returned to service and monitored. It was reported that that the even occurred again in the span of five hours, it paused thirteen times for durations ranging from four seconds to forty-seven minutes for a total of three hours. No adverse patient effects were reported.